Event description:
He tested hs blood glucose three times within a few minutes and received the following results: 154, 137, and 374 mg/dl. The difference between the first two readings, and the last reading fall in the "c" zone of the parkes error grid, making the differences clinically significant. The customer did not allege any adverse events due to the readings. The customer used the remainder of the strips while troubleshooting, so no product will be returned for eval.